Event description:
A 76-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical status consistent with scai shock stage c) was supported with an impella cp inserted percutaneously via the left femoral artery on (B)(6) 2026, at 07:15. During repositioning, a hematoma was observed at the femoral access site. The patient remained on impella support at the time of on-site evaluation and received two units of red blood cells. A femstop had been applied and subsequently removed, with no further bleeding or progression of the hematoma observed. The device was not removed due to the event. The patient was successfully weaned from impella support on (B)(6) 2026 at 08:30 and survived. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.